Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one dorado pta dilatation catheter has been returned for the evaluation. On the visual evaluation, the device appeared bloody and no other specific anomalies were noted. On the functional evaluation of the device the balloon was inflated using an in-house presto inflation device without any issue. On further the water starts leaking from the proximal balloon joint during inflation. Under microscopic observation, circumferential break at the was noted at the proximal glue joint. No evidence of rupture noted on the balloon on which the device returned for the evaluation. Therefore the investigation for the reported balloon rupture has been inconclusive as the balloon was unable to fully inflated due to the break at the proximal glue joint. The investigation for the identified break has been confirmed as the water starts leaking from the break at the proximal glue joint of the balloon and it was also examined under the microscope. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023),g3,h6(device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.